Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Blood glucose was 225 mg/dl. Troubleshooting was performed. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within specific and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.